Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm no latex. The balloon was broken. The trocar balloon was unable to be properly inflated due to the balloon being disengaged from the device. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due the broken balloon. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the cracked reflux valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the reflux valve. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, three hours into use during the operation, the surgeon removed the trocar to pull the specimen out of the abdominal cavity, they noted that the balloon was broken. There was no patient harm.